Event description:
On (B)(6) 2012, it was reported that the patient's device could not be interrogated. The patient reported that he stopped feeling stimulation two earlier. Follow-up showed that the physician's programming system had been used successfully on other patients. The handheld device was initially not plugged into the wall during interrogation but then was. The wand was rotated and held in different positions. The patient had not been seen again but was being scheduled for battery replacement due to an increase in seizures. No causal or contributory programming/medication changes or patient manipulation/trauma occur was believed to have caused/contributed to or preceded the events. The failure to perceived stimulation was in both magnet mode and normal mode. The patient's most recent diagnostic results were available from (B)(6) 2012. The patient's increase in seizures began in late september; however, the patient does not keep a seizure calendar so the exact date of the event was unclear. The relationship of the increase in seizures to pre-vns levels was unknown, but probably still below pre-vns levels. The patient had only one seizure type. It was believed that the battery stopping working which caused the increase in seizures. A battery life calculation on (B)(6) 2012 indicated: 8.36 years remaining. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2012, it was reported that this vns patient underwent generator revision. The generator was explanted and a new generator was implanted; however, high impedance was seen. The high impedance event is captured in MFR report #1644487-2012-02986 it was confirmed that generator diagnostics were successfully run on the patient's resident generator during the surgery, indicating that the failure to program initially reported was confirmed invalid. The explanted generator was returned and underwent product analysis. Pa for the explanted generator was approved on (B)(6) 2012. The reported "device failure" allegation was not duplicated in the pa laboratory. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Analysis of programming history.